Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported infection was not related to the design, manufacture, and/or sterilization of revised eleos implants. The following mdrs were submitted as part of this adverse event. 3013450937-2024-00175.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 72-year-old female patient with an eleos proximal femur replacement underwent a revision surgery due to an alleged infection on (B)(6) 2024. The proximal femur and femoral head were replaced during the procedure performed by doctor (B)(6).